Event description:
Asr revision; left asr xl acetabular system; reason for revision: pain and femoral implant fracture.

Manufacturer narrative:
Conclusion and justification status: following investigation by bioengineering, it was reported that: it is likely in this case that an unknown combination of several factors occurred ¿ such as patient factors, surgical procedure, surgical process and implant design. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then further investigation shall be completed. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Additional reason for revision: femoral implant fracture. Update rec'd (B)(4) 2013 - patient medical records and cds of x-rays, surgeons letters confirming the patient has fallen a number of times.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.